Event description:
It was reported that during the implant attempt, there was oversensing and an apparent broken set screw. Neither the device or lead were implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, however visual inspection revealed grommet damage. Evaluation summary: (B) (4) no anomalies found, however visual inspection revealed the defib conductor was distorted.